Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for device not completely de-aired during flushing and preparation was confirmed with other empirical evidence via air visualized by edwards clinical specialist. Potential root causes for the presence of air may include a leak or other associated defect with the device, omission of a flushing/de-airing step or errors in performing steps, improper stopcock/syringe technique, or air from an alternative non-pascal device, fluid line, or procedural step. However, a true root cause is unable to be determined. A DHR review of the lot in question revealed no non-nonconformances related to the event. Follow-up communications with the clinical specialist noted intermittent air drawn into the syringe while aspirating the gs during device preparation, requiring additional aspirations to be performed. This may indicate a potential leak in the device, which may have increased the risk of air introduction. However, as the product was not returned for evaluation, this is unable to be confirmed.

Event description:
As reported by the edwards lifesciences affiliate in germany, during the procedure air was introduced into the patient. Edwards received notification of a pascal procedure in mitral position where the st elevation and hypotension were noticed once the guide introducer was out. Also, the contraction of right ventricle seemed reduced. Echocardiographer said no air/bubbles coming from the guide were seen. Still there was air visible in the left atrium. Physicians decided to proceed as the patient was stable under application of arterenol. The situation normalized and arterenol could be reduced after 5 minutes approximately.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.